Manufacturer narrative:
Initial reporter facility name: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the catheter of a bd IV catheter angiocath¿ without safety, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: our quality engineer was able to verify the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause was determined to be excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. Confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analyzing the photo returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. It should be noted that this type of complaint does not require the presence of physical samples, as long as the photos have good resolution and clearly show the defect, as was the case of this complaint would be sufficient to confirm the defect. Samples/ photos: according to visual analysis of the photos received, it was possible to verify the presence of silicone drops on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: the final assembly lot: 6292139 used in the claimed final product lot: 6350953 of angiocath 18g x 1.16in was tested for presence of "foreign / unfamiliar matter" and no records of this defect were found. Qn/ ncmr review: there are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this claim, according to the history of the lot above. Conclusion: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4).